Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a pt was treated for bilateral iliac artery occlusions and angio-seals were deployed in the right and left femoral arteriotomies. Hemostasis was not achieved in either artery and manual compression was applied to both sites for approximately twenty minutes. The following day, a pseudoaneurysm was detected in the left femoral artery, which was treated and resolved with manual compression (reference medwatch #2182269-2011-00108). The right femoral artery was found to be occluded, approx seventeen days after deployment, via CT scan. The pt underwent surgery ((B)(6) 2011) for right femoral artery repair. The pt was reported to be stable post procedure. Additional info was not available at this time.